Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. This s-ICD remains in-service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this s-ICD was explanted and replaced. This s-ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported. This s-ICD was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. This s-ICD remains in-service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this s-ICD was explanted and replaced. This s-ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. This s-ICD remains in-service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this s-ICD was explanted and replaced. This s-ICD has not been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Submitting supplemental report due to incorrect type of report in previous report submitted. This report will be updated and submitted should additional information become available.